Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for does not attach/detach on lot # 9079555. Unable to perform complaint lot history check due to an unknown lot number for does not attach/detach. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown, medical device lot #: 9079555, medical device expiration date: 2022-04-30, device manufacture date: 2019-03-20.

Event description:
It was reported that 3 pen needles autoshield duo 30gx5mm experienced inner shield/outer cover/cap does not attach/detach during use. The following information was provided by the initial reporter: material no: 329505 batch no: 9079555, unknown. It was reported that the customer could not attach pen needle to insulin pen verbatim: consumer stated: could not attach pen needle to insulin pen. 3 pen needles affected at different times over a two week period. 2 boxes involved, first box, 2 pen needles affected. Lot unknown. Item: 329505. Incident date unknown. Second box, 1 pen needle affected. Lot: 9079555. Item: 329505. Incident date unknown.